Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your insulin pump.

Event description:
It was reported that the customer inadvertently entered the incorrect time when adjusting the pump clock for daylight savings. Customer corrected time. The customer's blood glucose (bg) was 32 mg/dl. Customer fell and scraped arm. Candy was consumed to address low bg. Paramedics transported customer to the emergency room (ER) and was treated with 2 tubes of gel glucose. After a few hours, customer left ER feeling "normal" and bg was 174 mg/dl.